Event description:
One touch ultra meter had the date/time on the display. A medical professional was contacted for advise; no treatment was given. The customer care rep performed troubleshooting and the display was "frozen". There is evidence the product malfunctioned. The meter was replaced and return is expected.